Event description:
It was reported that a literature review was presented stating that the leadless pacemaker (lp) exhibited high capture thresholds and low impedance. It was noted that the analysis demonstrated that impedance values that were high also maintained high pacing output.